Manufacturer narrative:
This is one event death: for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent expired on or about (B)(6) 2012 after the use of the product.